Event description:
It was reported that a nurse injured her finger while locking the siderail in the upper position. It was further reported that she sought treatment in the emergency room, however, the extent of the injury and any possible medical intervention was not reported. No defects were alleged with the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment for a patient was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the top rail guard.

Event description:
It was reported that a nurse injured her finger while locking the siderail in the upper position. It was further reported that she sought treatment in the emergency room, however, the extent of the injury and any possible medical intervention was not reported. No defects were alleged with the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment for a patient was reported.